Manufacturer narrative:
Concomitant medical products: 310c33, tissue valve implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of sensing was noted on the right atrial (ra) lead and that atrial pacing was capturing the ventricle. High thresholds were also noted on the left ventricular (lv) lead. An x-ray confirmed that the ra lead had dislodged, it was then explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.